Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/63 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: remote monitoring of implantable defibrillators is associated with fewer inappropriate shocks and reduced time to medical assessment in a remote and rural area. World journal of cardiology. 2021 march 26; 13(3): 46-54. Doi: 10.4330/wjc.v13.i3.46. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding remote monitoring of implantable cardioverter defibrillators (ICD) and inappropriate therapy. The article reports patients who experienced inappropriate therapy due to detection of atrial fibrillation (af)/flutter and supra ventricular tachycardia (svt). There was also inappropriate therapy due to leads which exhibited t-wave oversensing (twos), ventricular lead dislodgments, and noise. Reprogramming was performed in some of these instances. The status/disposition of the icds and leads is unknown. No further patient complications have been reported as a result of this event.